Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Pt info: unknown, information not provided. UDI: unknown, expiration date: unknown, as the lot number was not provided. Implant and explant dats: not applicable as the cartridge is not an implantable device manufacturing date: unknown, as the lot number was not provided. Attempts have been made to obtain missing information; however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tech pushed too far out before injected. There was patient contact with the lens. Additional information was received, and it was learnt that intraocular lens was not fully inserted. There was no patient injury. The procedure was completed using a same power lens. The patient was reported as fine when discharged. No further information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer''s reported complaint could not be verified. Manufacturing record review: a manufacturing record review could not be performed as no lot number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.